Event description:
It was reported that the patient's device was explanted due to erosion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator: model 3058, serial (B)(4), found no anomaly. Lead: model 3093-28, lot# v886710, implanted: (B)(6) 2012, explanted: unk; programmer model 3037, serial# (B)(4).